Event description:
Resident was being transferred by the lift from wheelchair to bed with assistance of two certified nursing assistants. Lift pad already placed under resident in wheelchair from earlier transfer from bed to wheelchair. Resident also has saddle cushion in wheelchair to prevent sliding forward while seated. Chains were attached appropriately to inserts for the hooks on the pad. The lift pad was positioned slightly higher than optimal, and a decision was made to initiate the transfer. One certified nursing asst was postioned to work the controls, with the second certified nursing asst positioned in front of the resident to guide and turn resident by holding onto the legs. Resident was being turned from facing the certified nursing asst working the controls to the facing outward position to be placed on the bed when slid feet first out of the pad. The certified nursing asst who was guiding the legs grabbed them to support and the certified nursing asst working the controls supported the resident by holding the buttocks of the resident. The resident then tilted to the left and struck the central back of head and left forehead on the rounded base of the lift leg. Resident assessed and found to be alert without loss of consciousness. Range of motion was without pain. Vitals were normal. Resident combative with exam. Rn unable to check pupils as resident would strike out when light shined in eyes. Resident sustained a 2.5 cm bruise on left forehead, a 4.0 cm abraded area on central back of head and a 1.0 cm blood blister on bottom of left foot.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, incorrect technique/procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.